Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has returned the product to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft mesher produced an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 9, 2017, it was reported that the device produced incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that device produced incomplete mesh and the roller, gear and comb were replaced. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2017 revealed that the comb, side plates, roller, roller gear and shoulder bolts were damaged. The pretest could not be done due to damaged parts. It was also revealed that the two cutters a 1.5:1 s.n.(B)(4) and a 2:1 s.n.(B)(4) both produced incomplete cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, side plates, comb and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that comb, side plates, roller, roller gear and shoulder bolts were damaged. It was also revealed that the two cutters a 1.5:1 s.n.(B)(4) and a 2:1 s.n.(B)(4) both produced incomplete cut. However, it was the root cause of the reported event was due to a damaged comb. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the skin graft mesher produced an incomplete mesh. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.